Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device was broken due to no image being found, likely caused by a bad cable or connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was broken. There were no reports of patient harm.